Event description:
It was reported the patient experienced decreased effectiveness of stimulation. The patient also has a history of degenerative disc disease. Diagnostics were unremarkable for impedances, and x-rays showed no lead migration. Reprogramming attempts were unsuccessful. To address the issue, the physician explanted the ipg and replaced it with a competitor¿s model.